Event description:
Customer reported that the insulin pump alarmed battery out limit. Customer stated it alarmed after battery change; batteries were not out for greater than duration allowed. Customer also reported that the up and down arrow buttons are not responding. Blood glucose value was 109 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to monitor currents. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.